Manufacturer narrative:
This report is submitted on february 28, 2020.

Event description:
Per the clinic, the patient experienced swelling over the implant site that was successfully treated with an antibiotic (type unknown). The implant remains in-situ.